Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during routine follow up a high short interval counts (sic) count, oversensing, noise and high pacing impedance were observed in the right ventricular (rv) lead. It was further reported the physician suspected a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), 43273 of 43288 lifetime v-sic are recorded beginning (B)(6) 2013. Maximum rv pace impedance rises from 440 ohm the week ending (B)(6) 2013 to greater than 1900 ohm the week ending (B)(6) 2013. There are 12 non sustained events of less than 220 milliseconds (ms) v-v cycle recorded between (B)(6) 2013.